Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient was seen in the emergency department on (B)(6) 2023 for unspecified symptoms. The patient was discharged (B)(6) 2023 at 4:30pm; however, the patient's symptoms of vomiting persisted and the spouse returned the patient to the ed. She was diagnosed with diabetic ketoacidosis (dka) treated in the intenstive care unit (ICU) before being discharged (B)(6) 2023. In the hospital, the patient was treated with IV fluids and an unspecified insulin drip. While in the hospital, the bg was 486 mg/dl while the cgm egv was 248 mg/dl. The patient was treated additionally with compazine, zofran, sucralfate, and a gi cocktails. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.